Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports of having high blood glucose and would like to troubleshoot. Customer's blood glucose was 406 mg/dl, which was treated with a bolus shot. Troubleshooting could not be completed as customer did not a tubing clamp. Tubing clamp will be sent to customer. No further information provided.